Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2006; inratio: 7.3; lab: 30; mean: 18.65; confidence limits: cannot be determined. Per internal procedure, tr , the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values were outside the confidence limits for inr testing. Per text "it was also discovered that use of drop of blood from draw tube was incorrect." Product misused. Caller didn't follow the user manual.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2006; inratio: 7.3; lab 30.